Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had powered off when the patient got up and restarted several times. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test.